Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #6 l-cem; cat# 5510f601; lot# bep6d, triathlon prim cem fxd bplt #5; cat# 5520b500; lot# bhj2a, triathlon asymmetric x3 patella; cat# 5551-g-350; lot# vvk2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. There have been no other events for the sterile lot referenced.

Event description:
Patient underwent I&d with liner exchange following primary [left] tka [due to periprosthetic joint infection].